Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 4.0.0-p003 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin reaction at the infusion site on the hip/buttocks after an unspecified duration of pod wear, which subsequently progressed to an infection. The patient reported redness, itchiness, and pain prior to pod removal. A photograph of the reaction showed redness and slight bruising at the site. The patient stated that she consulted a dermatologist, who diagnosed an infection and prescribed treatment consisting of a topical cream and antibiotic therapy.